Event description:
Procedure: skin lumpectomy (neck region). Reportedly, the surgeon was nearing end of operation when putting the diathermy piece to one side, a spark set off a fire to the disposable paper drapes. This caused superficial burns to the patient's arm as well as loss of some hair. Theatre staff extinguished the flames with their hands.